Manufacturer narrative:
(B)(4). Additional information: the cause was due to a glass fragment introduced into the fluid pathway because the customer did not use a filter during filling.

Event description:
During sample evaluation by baxter personnel, an infusor leaked at the fill port after the fill port cap was removed. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. The condition of a leak at the fill port was confirmed. Upon sample receipt, the device contained 60 ml of fluid in the reservoir. Visual examination of the unit revealed the root cause of the leak was a particle of glass trapped between the check band and the stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.